Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving an error message on his adc freestyle libre, preventing him from obtaining a sensor scan. The customer subsequently experienced symptoms of hypoglycemia described as weakness and "unable to do anything". An ambulance was called and the customer was diagnosed with hypoglycemia and administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message on his adc freestyle libre, preventing him from obtaining a sensor scan. The customer subsequently experienced symptoms of hypoglycemia described as weakness and "unable to do anything". An ambulance was called and the customer was diagnosed with hypoglycemia and administered glucose for treatment. There was no report of death or permanent impairment associated with this event.